Event description:
It was reported that a request for a review of the patient's atrial episodes was made as a respiratory rate trend (rrt) issue was suspected. This right atrial lead pacing impedance was high out-of-range and false atrial tachy response (atr) episodes were noted. Rrt was turned off. Boston scientific technical services reviewed this case and discussed possible loss of atrial capture seen on atr episodes. This case points to spring contact issues. Sensitivity was not changed. This patient's implantable cardioverter defibrillator and right atrial lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).